Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got air lifted due to low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer stated that the pump was still giving him insulin and the sensors did not work well. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer did not provide further details. The insulin pump will be returned for analysis.